Manufacturer narrative:
Since the device was not returned for investigation, a complete investigation could not be performed. A follow-up report will be provided once the lot history record has been reviewed.

Event description:
A clinical incident was reported to (B)(4) via medwatch report (B)(4). On (B)(6) 2011, the patient underwent an arthroscopy procedure using a super turbovac 90 with integrated cable arthrowand. It was reported that the distal tip of the arthrowand flamed and cauterized tissue off the barrel instead of the tip. Reportedly the wand was immediately removed from the patient and there was no apparent injury to the patient. A new arthrowand was opened to complete the procedure.